Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the electrosurgical generator displayed error codes c-00 with m-11, and the issue had been occurring for some time. The technical support engineer reviewed logs and found generator-related errors including c-00, m-11, and c-33, then requested a reboot. When c-33 appeared, the technical support engineer advised testing operation using a classic mode and reduced energy settings, and the team planned to test without a patient. The technical support engineer later called back and guided a full power-cycle by shutting down the generator, unplugging it briefly, and restarting it; however, c-33 recurred. The technical support engineer asked about availability of another system and an alternate generator, learned the alternate generator available was not compatible, and noted the team reported a successful dry test and planned to proceed using limited generator functions along with an alternate energy mode.